Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported ¿patient bring to doctor new pouch of dressing, unpacked. After the opening, dressing has dark spots, looks like dirty¿. The product was not used. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
A batch record review indicates no discrepancies. Machine logs have been checked and no discrepancies found. Preventive maintenance (pm) logs have been checked and all pm's were completed with no discrepancies. Lot # 8e05286 was sterilized and all the results were within specification. The products were released in compliance with standard operating procedure (sop). The production process, in process testing and packaging of products was run in accordance to process instructions for machine doyen 4. Visual inspection performed in accordance to testing methods and was completed at the beginning of the order and every hour following until the order was completed. No nonconformity was registered during the manufacturing process of lot 8e05286. This is the only complaint for the affected lot. A photograph has been received and has been evaluated. The photograph shows the cut dressing with dark areas on it. No sample is being returned therefore it cannot be confirmed what the contamination is. Relevant operators will be informed of the complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.